Manufacturer narrative:
Insulin pump passed the self test, displacement test and active current measurement. However, the pump failed the sleep current measurement due to a problem isolated on the electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alert. Customer stated they did receive low battery alert prior to replace battery alert less than 8 hours. Customer stated battery was not previously used. Customer stated battery cap was not loose, cracked or damaged. Customer stated this was the second occurrence of off no power with a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.